Event description:
It is reported that the device was implanted in 2002. Approximately 6 years post-op, in 2008, the pt presented and was diagnosed with a fracture of the tibia. Revision and open reduction internal fixation (orif) was the course of treatment.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.